Event description:
The customer reported that the patient in room 223d monitored on an m4841a device at the information center had a vtach/tach event at 14:00 but only 2 beeps were provided and no alarm recording occurred. The customer indicated that the device alarm behavior was not as expected. No patient harm was reported.